Manufacturer narrative:
The customer¿s report of higher than expected flow rates was not confirmed. The pump module event log revealed that on the date of the event, the device was programmed to infuse a volume of 4ml at the rate of 60ml/hr, which is 1ml/min. Four minutes later, the infusion was complete and the pump module entered kvo mode. One second later, the user channeled off the device. The log indicated that the infusion successfully completed as programmed. Neither the pcu event log nor a detailed description of the event was provided; therefore, the drug information, actual programming, or desired infusion parameters were not known. Testing and inspection of the pump module found no malfunctions and to be infusing within specification. The root cause of an over-infusion was not determined. The administration set was not received for investigation.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pump was programmed to deliver 4ml and it "drained a 10ml syringe", presumably to mean that it infused 10ml of an unknown drug in the 10ml syringe. An IV tubing syringe adapter set was used to infuse the syringe with the large volume pump. No report of patient harm.